Manufacturer narrative:
(B)(4). Date of initial report: 11/10/2016. Date of follow-up report: 11/30/2016. Additional information was received indicating the patient is healing and the bone pain has been treated which was the goal of the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: 11/10/2016. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an osteoid osteoma ablation procedure the patient received a 4th degree burn on the right thigh around the cannula the ablation electrode had been placed through. The burn was described 2 cm in circumference, full thickness skin, fascia, quadriceps muscle. Treatment was norco, keflex, silvadene cream, gauze and tegaderm dressing bid, outpt surgical consult - admitted for cellulitis and increasing pain pod 4, started IV abx (vanco & zosyn), transferred to burn care unit, no surgery performed, cellulitis improved. Patient starting pt.